Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 392663. Customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 392663. No adverse trend was identified for part 09n15. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 392663 was not identified.

Event description:
The customer reported a discrepant result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was tested on (B)(6) 2024 and gave a result of "other b" detected. Visual curve inspection indicates presence of another potential signal for "other a" target. The sample was retested the same day with a result of "not detected". Visual curve inspection shows bell-curve behavior for "other b" target. The sample was retested again on (B)(6) 2024 with results "other b" detected. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The result was released from the laboratory as "other b" positive. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.